Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The separation was confirmed. The reported difficulty removing from the stent could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the balloon was inflated to 17 atmospheres (atm). It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, restenosed lesion in the proximal left main. The trek 3.0 x 20 mm was used for pre-dilatation. After stent implantation the trek was used to recross and open the stent struts from the circumflex in the left anterior descending artery with a final pressure of 17 atmospheres. After dilatation the trek could not be withdrawn. Using force, the device was damaged and the tip of the balloon was lost. Using a second balloon the tip was compressed in the guiding catheter. The complete guiding catheter with guide wire, balloon and the fixed balloon tip were removed. There were no adverse patient effects and no clinically signficant delay in the procedure reported. No additional information was provided.